Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced some undesired nerve stimulation which accrued more of a motor response. As a result, surgical intervention was undertaken on (B)(6) 2021 wherein the lead was explanted and replaced. Issue resolved.